Event description:
Knee swelling [joint swelling]; knee warm [joint warmth]; knee pain [arthralgia]. Case description: a spontaneous report was received from a physician-authored literature article on 22-apr-2008 regarding a male patient with a history of generalized osteoarthritis, and previous treatment with synvisc and steroids, initials unknown, who experienced knee swelling, knee warm and knee pain after receiving synvisc injections. This report was received from a literature search and the literature article is entitled "synovial fluid findings in a patient after hylan gf 20 injection". The patient received his first dose of synvisc into the left knee on an unspecified date in 2006, administered via intra-articular route at a dose of 2 ml, 1x/wx3. After the first injection, the patient reported pain in his knee for three days and slight swelling on his knee without frank heat or swelling. He was given the second injection and reported no pain or swelling. When he returned for the final injection, the knee was noted to be warm and swollen. A knee aspiration was performed one week after the second injection. The author stated that this confirmed an inflammatory response with 8400 white blood cells. The patient was then injected and the last of the hylan injections along with intra-articular depot corticosteroid. The physician reported that the patient did well until six months later. At that time, he was given a course of low-molecular weight hyaluronic acid injections and did well until 2007. A synovial fluid after the second injection of this course was clear with rare white blood cells.